Event description:
Revision surgery - due to pain.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(unspecified pain. Rule out infection. One stage exchange)." The previous surgery and the surgery detailed in this event occurred 4 years and 11 months apart. Note: the previous d-ticket was not provided to verify the item. They did not provide enough information to search for the previous d-ticket. This evaluation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was the source or had a direct connection with the patient's infection. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a (B)(4) associated with the main part #508-36-101, glenoid, head w/retaining screw, rsp, 36mm, neutral, which documents that out of 15 parts lot, 4 parts were rejected. Out of 4 parts, 3 parts were rejected due to visual, nicks and dings around bottom of parts and 1 part was rejected due to dimension out of tolerance. Later the rejected parts were reworked and accepted after proper justification. Second, there was a (B)(4) associated with the same part which documents that out of 15 parts lot, 5 parts were rejected. Out of 5 parts, 3 parts were rejected due to multiple dings or nick in the counterbore of shoulder and were reworked after proper justification. The remaining 2 parts were rejected due to tool marks and unpolished in the counter bore and later parts were accepted to use as is after proper justification. Third, there was a (B)(4) associated with the same part which documents that out of 15 parts lot, 1 part was rejected due to perpendicularity exceeds maximum tolerance. Later the rejected part was reworked and accepted after proper justification. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection and pain. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside the control of djo surgical.